Manufacturer narrative:
It was reported that while a patient was on the table, the nurse leaned on the table, and the table allegedly dropped, while the table was being positioned. This table and the equipment at this customer site is serviced and managed by a 3rd party company. Stryker has reached out and requested to come onsite as well as requested the 3rd parties' results, with no response. There were no injuries or adverse consequences reported. Customer uses 3rd party company to service their equipment and unavailable to stryker.

Event description:
It was reported that while a patient was on the table, the nurse leaned on the table, and the table allegedly dropped, while the table was being positioned. There were no injuries or adverse consequences reported.